Manufacturer narrative:
The device was not returned for analysis. A review of the production record and corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty appears to be related to the reported suture that was tangled with the device during knot formation. The unexpected medical intervention appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a proglide device using the pre-close technique via an 8f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture of the first proglide got tangled with the device during knot formation. The sutures of two new proglide devices were successfully pre-placed. The aaa procedure was completed using an 8f sheath. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.